Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer current blood glucose reading was 227 mg/dl. Customer was treated with manual injection of novalog. Customer was tired, thirsty and urinating frequently. Customer reported the cannula was bent. Customer also reported no delivery alarm but customer declined troubleshooting. Infusion set will be returning for analysis. Reservoir and insulin pump will not be returning for analysis.